Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the containers were received without lids with a unspecified bd sharps container. This occurred with 4 containers and was discovered prior to use. The following information was provided by the initial reporter: it was reported that 4 cases of containers was received with no lids.

Manufacturer narrative:
Investigation summary: container is a medline product. This is not a bd container. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode as this is not a bd product.

Event description:
It was reported that the containers were received without lids with a unspecified bd sharps container. This occurred with 4 containers and was discovered prior to use. The following information was provided by the initial reporter: it was reported that 4 cases of containers was received with no lids.